Event description:
It was reported that the patient presented to the emergency room with device pocket stimulation. A chest x-ray revealed that the right atrial (ra), right ventricular (rv), and left ventricular (lv) leads had dislodged and pulled back into the device pocket after overhead arm movement. All three leads were explanted and replaced. The patient was discharged.